Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 23 of 117 .

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed; testing did not reveal any abnormalities or connection issues associated with the controller power ports. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with poor mechanical connections are most often attributed to a faulty locking mechanism and result in a marginal connection. The root cause cannot be conclusively determined; a possible root cause is a faulty locking mechanism. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient reported that port 1 [on the controller] always switched off. It did not depend if a battery or the ac-adapter was connected or if the patient was sitting or standing. The problem was solved after reconnecting again the power source to port one, but would reoccur again. Port one was without energy approximately 30 seconds. There were no effects on the patient. The pump remains implanted. The controller was returned and received by the manufacturer on (B)(4) 2015 and the investigation is in progress.